Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that amiodarone 7hr infusion in 3.5 hrs. Set up infusion sept 1st am and informed of the issue at 6pm on the 1st . Sets and bags not retained. Serious injury - arrhythmias occurred.

Event description:
It was reported that amiodarone 7hr infusion in 3.5 hrs. Set up infusion sept 1st am and informed of the issue at 6pm on the 1st . Sets and bags not retained. Serious injury - arrhythmias occurred.

Manufacturer narrative:
Please note that this MDR was submitted in error as the reported device was determined to be a concomitant upon further evaluation by clinical cad. The customer¿s report/suspect has been captured under manufacturer report number 2016493-2020-13704.